Event description:
It was reported that a spectrum pump keypad was inoperable. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the on/off, setup, ok, run/stop, (.), #0, #1, #2, #3, #4, #5,#6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the setup key will occur following the selected key's function. This failure mode does not provide any user opportunities for navigation, to program delivery parameters, nor start an infusion. The fail keypad was replaced. Baxter is continuing to investigate the reported event.